Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rf body scanner device did not detect tags. No further information is available from the customer.

Manufacturer narrative:
Correction: evaluation summary: one device was received for evaluation. The investigation found a failure on coils 2, 3 and 4. The mat was plugged into the console and a replace mat error was displayed on the screen. The rivets on the cable/coil interface were pressed and the mat was tested again. All coils passed. The failure mode was the resistance of the coils as measured from the mat connector. This was greater than the limit of 3 ohms. Trouble shooting isolated the problem to the electrical interface between the foil laminate of the coils and the connector printed wiring board (pwb). Investigation identified the root cause of the reported event to be a poor electrical connection made between the rivet and star washer connection to the aluminum foil laminate sheet. If information is provided in the future, a supplemental report will be issued.